Event description:
The advocate stated she called paramedics because the customer was pale and vomiting. The paramedics tested the customer's blood glucose using their meter and received a reading of 40 mg/dl. The customer's glucose was also tested using his breeze2 meter and the reading was 80 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer disposed of his test strips, but his meter is to be returned for evaluation. A new meter kit was sent to the customer.